Event description:
It was reported that a revision was performed due to lack of movement and pain.

Event description:
Patient was revised to address poly wear. Updated information received, patient revised for dislocation.

Manufacturer narrative:
The above MDR was filed in error due to a duplication of complaints. Please reference MDR #1020279-2012-00007; (B)(4).